Manufacturer narrative:
Following the submission of the initial and supplemental report, it was discovered that a duplicate medical device report with manufacturer report number 2028159-2019-00469 was submitted relating to this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No further information was able to be obtained from this customer with regards to the handpiece. With no additional, related information provided, the customers reported event was not able to be confirmed. There was no phacoemulsification tip (unspecified product) or foreign material was returned for evaluation. With no additional, related information provided, the customers reported event was not able to be confirmed. There was no lot number was identified with this complaint. Therefore, a lot history review could not be conducted. Phacoemulsification tips are 100% visually inspected by trained operators during the manufacturing process. Without a returned sample, the root cause cannot be determined conclusively. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the phacoemulsification tip occluded during a cataract procedure. The machine showed an occlusion, white material was present on the lens and a wound burn was noted. Phacoemulsification was stopped and the tip was removed from the eye and the wound was closed with sutures. A consultant took over the case. An additional wound was created and phacoemulsification was completed. The wound burn was gaping, sutures were replaced and a small leak was present. A glue patch was placed.